Manufacturer narrative:
The electrode belt has not yet been returned from the field. The monitor has been returned to the manufacturer and the evaluation is underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. Review of the patient's download data revealed that prior to passing, the patient's rhythm was sinus bradycardia from 50-40 bpm with CPR/motion artifact from approximately 12:36:46 to 12:39:09 on (B)(6) 2021. From 12:43:34 to 12:44:15, the patient was in possible vf with CPR artifact and electrode/lead falloff. The CPR and electrode/lead falloff obscured the patient's rhythm during this time, preventing the lifevest from delivering a treatment. As is it not known who was performing CPR on the patient, this event is being reported out of an abundance of caution.